Event description:
It was reported via repair work order that the zoom intermittent due to a damaged load cell and damaged zoom handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.